Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. Investigation summary: one atlas gold pta dilatation catheter was received for evaluation. Upon visual inspection no kinks noted to the catheter shaft, unraveling and frayed fibers were noted to the balloon. No functional testing done due to the returned condition of the device. Therefore, the investigation is inconclusive for the reported balloon entrapment as the conditions could not be replicated in laboratory. Also, the investigation is inconclusive for reported deflation problem as no functional testing could be performed. However, the investigation is confirmed for the reported unraveled material and identified frayed fibers as unraveling and frayed fibers were noted to the balloon. A definitive root cause for the alleged deflation problem, balloon entrapment, unraveled material and identified frayed fibers could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: b5, g3 h11: d2b (dqy; lit), g1, h6 (device, method, result, conclusion). H11: h11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an angioplasty procedure, the balloon allegedly had difficulty to deflate for the second time. It was further reported that when retracted, the balloon was entangled or caught in the stent and was impossible to retract. Reportedly, it was damaged and threads from the balloon were wrapped around, and withdrawing was difficult. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an angioplasty procedure, the balloon allegedly had difficulty do deflate for the second time. It was further reported that when retracted, the balloon was entangled or caught in the venovo stent and was impossible to retract. Reportedly, it was damaged and threads from the balloon were wrapped around. There was no reported patient injury.